Event description:
During device analysis a leak was noted to the balloon catheter shaft. There were no clinical consequences to the patient.

Manufacturer narrative:
(B)(4)

Event description:
During device analysis a leak was noted to the balloon catheter shaft. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed a pin hole leak on the balloon microcatheter shaft at approximately 80cm from the hub. No anomalies were observed to the microcatheter hub or balloon. During functional testing, fluid exited the microcatheter shaft at the site of the leak and the balloon slowly deflated as a result. Based on the information available, it is probable that the device became damaged during use, resulting in the observed finding. Therefore a root cause of operational context has been assigned to this investigation.